Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and re-greased during the service call.

Event description:
The customer reported that the 9800 system would not fluoro at boot up. Also, the screen was blank and the x-ray tube made noise. No patient injury was reported.